Manufacturer narrative:
A review of manufacturing records could not be performed as a definitive lot number was not provided by the complainant. A review of the available information was performed. According to the journal article, yamada, m., et al. "Five patients developed central anastomosis pseudoaneurysms after acute type a aortic dissection surgery: concerns regarding the tissue toxicity of bioglue." The 47th annual meeting of japanese society for vascular surgery (2019): p3- 4. The article discusses 5 cases where bioglue was used in the repair of acute type a aortic dissection. In each case, the patients were diagnosed with a central anastomosis pseudoaneurysm following the aortic dissection repair. In one case, the patient also presented with a fever, however intraoperative cultures were negative, and a pathological exam was not performed. In 3 of the 5 cases inflammatory responses ranged from mild to severe. The authors conclude "although the causes of the anastomosis pseudoaneurysm formation were unclear, the possibility that bioglue was involved in the formation of the anastomosis pseudoaneurysms cannot be denied, and thus careful long-term follow-ups are necessary." The following information is unknown: the condition of the native tissue before surgery, how much bioglue was used in each procedure, or if the syringe was primed and de-aired. Per kitamura et al, pseudoaneurysm formation "is not a rare late complication late after repair of acute aortic dissection (mohammadi, s et al). The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due to the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction to the aldehyde contained in the glue material (bingley, ja et al)." Perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly (kitamura et al). Dr. Fehrenbacher et al. Performed a retrospective review of 92 consecutive patients who underwent complex operation in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up 2 patients were identified as having a pseudoaneurysm, the control group, without bioglue use, had similar incidences of pseudoaneurysm formation (weiner 2010). Ma et al. Reviewed 233 patients with a mean follow-up time of 2.4 years post-operation; a pseudoaneurysm was detected in only 1 patient (0.6%). The authors concluded, "the use of bioglue in thoracic aortic surgery was not associated with excess incidence of anastomotic pseudoaneurysm formation following surgical repair of thoracic aortic disease." (Ma 2017) foreign body reactions have been reported with the use of bioglue. Hewitt et al. Performed an animal study where bioglue was applied to a sheep's aorta; histopathologically, bioglue generate only a minimal inflammatory response (hewitt et al 2001). When used properly, histopathological observations with bioglue are consistent with a normal foreign body reaction. Caselli et al. Found 2.6% of bioglue patients developed inflammatory, immune systemic allergic reaction (caselli 2003). The exact amount of bioglue used is unknown in the reported cases; however, if a large amount was utilized it could result in an enhanced or prolonged inflammatory reaction. Inflammatory reaction is listed as an observed adverse event in the IFU as well. There is insufficient information to determine if there is an association between the use of bioglue and the pseudoaneurysms formed. Pseudoaneurysm formation is a known complication in standard surgical repair of aortic dissections. The condition of the native aortic tissue at the time of initial surgery is unknown in this case. Pre-existing conditions such as aortic medial necrosis or other intrinsic aortic disease may have contributed to further complications. Inflammatory reactions to bioglue are known to occur and adequate precautions and warning are present in the IFU. If additional information is received it will be evaluated and the complaint will be reopened. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the journal article, yamada, m., et al. ¿five patients developed central anastomosis pseudoaneurysms after acute type a aortic dissection surgery: concerns regarding the tissue toxicity of bioglue.¿ the 47th annual meeting of japanese society for vascular surgery (2019): p3-4. The article discusses 5 cases out of 114 where bioglue was used in the repair of acute type a aortic dissection. In each case, the patient was diagnosed with a central anastomosis pseudoaneurysm. The authors conclude "although the causes of the anastomosis pseudoaneurysm formation were unclear, the possibility that bioglue was involved in the formation of the anastomosis pseudoaneurysms cannot be denied, and thus careful long-term follow-ups are necessary."

Manufacturer narrative:
Corrections: d1/d2 - product code changed to muq - glue,surgical,arteries. G4/g5 - PMA/510(k) p010003. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the journal article, yamada, m., et al. ¿five patients developed central anastomosis pseudoaneurysms after acute type a aortic dissection surgery: concerns regarding the tissue toxicity of bioglue.¿ the 47th annual meeting of japanese society for vascular surgery (2019): p3-4. The article discusses 5 cases out of 114 where bioglue was used in the repair of acute type a aortic dissection. In each case, the patient was diagnosed with a central anastomosis pseudoaneurysm. The authors conclude "although the causes of the anastomosis pseudoaneurysm formation were unclear, the possibility that bioglue was involved in the formation of the anastomosis pseudoaneurysms cannot be denied, and thus careful long-term follow-ups are necessary."